Event description:
Customer called in to report the insulin pump alarmed for button error. Blood glucose reading at the time was 78 mg/dl. The customer mentioned that the insulin pump could have been exposed to moisture from rain. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.